Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13789 and 3005099803-2013-13791 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube kinked making the peg tube difficult to pass through the gastrostomy site. The peg tube was removed from the patient. A second endovive standard peg kit push method was used, however, when the peg tube was pushed over the guidewire, the guidewire got stuck at the transition zone between the hard and soft plastic. They tried to pull the guidewire back a bit but the peg tube would not advance. The peg tube could not be removed from the patient so the patient was sent to the operating room to remove the peg tube and wire that was stuck inside. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be fine.

Manufacturer narrative:
Reported event of peg tube kinked. Reported event of peg tube difficult to place. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found approximately 4 cm of the tapered end of thermoformed tubing was badly kinked and torn. No other issues were noted with the device. It was noted that the condition of the returned unit was consistent with the complaint incident that the device was kinked. This damage would have caused difficulty in placing the device over the wire and through the gastrostomy site. Although the customer did not provide the size of the initial incision, it is possible the incision size might have been too small for placement causing the damage found on this device. Additionally user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review of lot number 16178436 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16178436.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13789 and 3005099803-2013-13791 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube kinked making the peg tube difficult to pass through the gastrostomy site. The peg tube was removed from the patient. A second endovive standard peg kit push method was used, however, when the peg tube was pushed over the guidewire, the guidewire got stuck at the transition zone between the hard and soft plastic. They tried to pull the guidewire back a bit but the peg tube would not advance. The peg tube could not be removed from the patient so the patient was sent to the operating room to remove the peg tube and wire that was stuck inside. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be fine.